Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator discriminators (ICD) inappropriately withheld therapy, as the physician felt the episodes marked svt ¿ st (supra ventricular tachycardia ¿ sinus tachycardia) are not in fact sinus tachycardia. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported from information obtained by the clinic that the implantable cardioverter defibrillator (ICD) was reprogrammed and remains in use.